Event description:
Pt's daughter contacted dexcom technical support on (B)(6) 2012 to report that pt had suffered a hypoglycemic episode and that she had found him unconscious in his bed, while cgm was displaying "???," unable to provide glucose data. Paramedics were called and pt was administered a glucagon shot and revived. At their arrival, paramedics measured pt's bg at 28 mg/dl while cgm was reading 130 mg/dl. At the time of her call to dexcom technical support, pt's daughter reported that pt was doing better.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.